Event description:
The catheter shaft broke in the y-connector. Difficulty to move the rio catheter along the medtronic zuma 6 fr catheter guide due to folding of the catheter shaft then breakage due to non resistance against "push" and lack of rigidity. They removed the aspiration catheter and ended the procedure with an export (medtronic) catheter. Patient had not adverse effects. Device was intended to be used in the coronary arteries.

Manufacturer narrative:
Product return is expected, but the product has not been received yet for evaluation. Once returned product evaluation is completed, a supplemental MDR report will be filed.